Event description:
A customer in (B)(6) notified biomérieux of a misidentification of streptococcus group mitis as streptococcus pneumonia in association with the vitek® ms instrument. The correct identification to streptococcus group mitis was obtained at a reference laboratory (lspq) via gene sequencing. Repeat testing via vitek ms at the customer site again obtained an identification to streptococcus pneumonia. The customer indicated a delay in reporting the correct identification result. The preliminary report was issued for streptococcus pneumonia on 2019-07-24 at 13:47. The corrected final report was issued on 2019-08-30 at 14:37. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer in canada notified biomérieux of a misidentification of streptococcus group mitis as streptococcus pneumoniae in association with the vitek® ms instrument. The correct identification to streptococcus group mitis was obtained at a reference laboratory (lspq) via gene sequencing. Repeat testing via vitek ms at the customer site again obtained an identification to streptococcus pneumoniae. An internal biomérieux investigation was performed, including testing of the customer's submitted strain. Fine tuning: the instrument's fine tuning status was determined to be satisfactory at the time of acquisition. Spot preparation quality: the customer's spot preparation quality was non-optimal. The sample and calibrator "all peaks" values were quite heterogeneous. This could be explained by a non-optimal spot preparation (culture, spot, different operator). Knowledge base (kb) review: streptococcus mitis is present in the vitek ms kb3.2. Sample data analysis: at first, the strain was identified by the customer as streptococcus mitis group by sequencing of the gene tuf. During the investigation, the identification was confirmed internally as streptococcus mitis by sequencing of the soda gene. As streptococcus mitis group include streptococcus mitis species, the soda sequencing result is concordant with tuf sequencing result. Biomérieux quality control laboratory tested the customer strain (five spots were done with vitek ms v3 kb v3.2) and reproduced the identification to streptococcus pneumoniae internally (three ID to s. Pneumoniae and two low discrimination). It should be noted that thirteen (13) species are included in streptococcus group mitis, one of which is streptococcus pneumoniae : s. Australis, s. Cristatus, s. Gordonii, s. Infantis, s. Mitis, s. Oligofermentans, s. Oralis, s. Parasanguinis, s. Peroris, s. Pneumoniae, s. Pseudopneumoniae, s. Sanguinis, and s. Tigurinus. The minor variances between the streptococcus species within the vitek ms knowledge base necessitate optimum spot quality by the vitek ms user to properly speciate the tested strain. Biomérieux assessed the risk associated with this issue and determined that the overall risk is irrelevant. A biomérieux design change request has been initiated to research the feasibility of providing improved speciation for streptococcus strains.